Manufacturer narrative:
(B)(4). The reported event of infection cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician. (B)(4).

Event description:
It was reported the patient's pocket site opened and pus was draining at the wound. Cultures confirmed a pseudomonas infection. The patient was prescribed antibiotics and the devices were explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up revealed the patient's infection has resolved.